Event description:
The physician removed a pss054 separator out of the containment hoop and inserted the device into an 054 reperfusion catheter that was positioned in a distal rt ica segment. As the physicians advanced the separator forward, significant resistance was encountered. Once the separator would not advance forward, the physician then tried to remove the separator completely from the 054 catheter but the separator got stuck inside. The physician then decided to remove the entire system (catheter and separator) together with no adverse events. Upon removing and inspecting the separator, it was observed that the separator tip ovalized onto itself, in other words, the separator bent backwards on itself, trapping it in the catheter. Unfortunately, both the separator and catheter were discarded after the case and are not available for review by penumbra. The physician then attempted to use a smaller reperfusion system to remove the occlusion but they were unsuccessful in their attempts.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded after case.